Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor indicating that the system controller backup battery should be replaced in 161 months was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The returned controller was connected to a test system monitor and test power module, and the information displayed on the system monitor indicated that the backup battery had 160 months of life remaining, reproducing the reported event. The system controller was returned with the controller clock incorrectly set to the year 2009; this would result in the backup battery showing a greater lifespan than designed. The issue was resolved by correctly setting the system controller clock to the year 2020 by synchronizing the controller clock with the system monitor clock. No further issues were observed after correctly setting the clock. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 2 days of relevant data ((B)(6) 2020 per the timestamp). The system controller clock was initially set correctly to the year 2020; however, the controller was incorrectly set to the year 2000 when the controller was powered on, on the timestamp of (B)(6) 2000 at 22:31:12; the controller operated in charge mode without any issues. The log file then captured the system controller clock being changed incorrectly to the year 2009 after the event captured on the timestamp of (B)(6) 2000 at 22:32:01. No notable alarms were active in the log file. The data in the log file did not indicate any issues with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The root cause of the reported event was determined to be the system controller clock being incorrectly set to the year 2009, resulting in the system monitor displaying an increased backup battery life. Heartmate ii instructions for use section 4 ¿ ¿system monitor¿ explains how to properly set the system controller clock using the system monitor. This section also explains how to view the backup battery information for the system controller. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the when assessing the patient's backup controller it showed to replace the backup battery in 164 months. There was a loud alarm noted when connected to the power module. The date and time needed to be reset, but the back up battery continued to say replace in 161 months despite updating the date and time. The patient had 5 notable visible tears in the driveline which the patient applied electrical tape to at home. The electrical tape was removed and replaced with rescue tape. The decision was made to replace the modular cable. The patient's controller was replaced and a new controller was used when the modular cable was replaced. Once the modular cable and the controller were replaced the monitor displayed the correct back up battery replacement time frame.